Event description:
The customer reported via phone call that the insulin pump had a heating issue with the batteries and the batteries making the insulin pump very hot and unusable. The customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no heat problem was noted. The pump had minor scratches on the lcd window, a cracked case at the reservoir tube window corners and cracked battery tube threads.